Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was not connected at the time of the alarm. This occurred during the priming process of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). On an unreported date, the patient experienced an unspecified alarm on the homechoice device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.